Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/26/2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the event, the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The patient reported that the "ok" and "down" arrow buttons have been intermittently sticking and intermittently responding. The patient wears the pump in his pocket with a clip. Reports no peeling or tears in the keypad.